Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent video connector pin could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during preparation for use, the camera' connector on the evis exera iii video system center is bad. There were no reports of patient harm associate with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer allegation of bad camera connector was confirmed. In addition to findings, during evaluation it was found that the video connector pin is bent, resulting in no image on the enf-vt2 scope. Video connector needs to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.